Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the therapy delivery test failed. There was reportedly no patient involvement. Remote support from the customer care solution center was received, during which a quote was provided for diagnostic service. The unit has been condemned so no repair was done. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available there is insufficient information to confirm the reported problem. The unit has been condemned so no repair was done. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The unit has been condemned so no repair was done. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.